Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc c vivo devices at c5-6 and c6-7 on (B)(6) 2025. At three months post implantation the patient was still experiencing neck pain. The surgeon removed both devices and completed an acdf at c5-7 on (B)(6) 2026. A DHR review found no anomalies identified with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documents found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implants were returned following the removal surgery, and will be evaluated using exponents approved prodisc c evaluation protocol. The reports will be issued under pdcv-0040 and pdcv-0041. No pre-removal imaging was provided. There were no anomalies identified during the complaint investigation. The removal was completed due to ongoing pain, therapy device not effective. This submission is 1 of 2 devices involved in this event.

Event description:
A patient (40 years, male) was implanted with two prodisc c vivo devices at c5-6 and c6-7 on (B)(6) 2025. At three months post implantation the patient was still experiencing neck pain. The surgeon removed both devices and completed an acdf at c5-7 on (B)(6) 2026.